Event description:
It was reported that following the implant procedure of the right atrial (ra) lead, the physician performed routine electrical testing and noticed that the ra lead was capturing right ventricular (rv) signals. Diagnostic imaging was performed which confirmed that the ra lead had dislodged into the right ventricle. The physician elected to perform a lead revision procedure to reposition the ra lead to resolve the event. The patient was stable with no additional consequences.